Manufacturer narrative:
Product complaint # (B)(4). Upon further review, the og tdl cmplx fill coil 5x10 (640cf0510, 30132962) previously reported under this complaint belongs to another complaint. Therefore, the event is being unreported for this medical device. No further reports will be forthcoming.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of five products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00426, 3008114965-2020-00428, 3008114965-2020-00429 and 3008264254-2020-00004. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization of a cerebral artery aneurysm, four coils, a 5x10 og tdl cmplx fill (640cf0510, 30132962), a 7x25 og tdl cmplx frame (640cr0725, 30374735), a 4x12 og tdl cmplx fill (640cf0412, 30348520) and a 3.5x9 og cmplx xtrasoft (640cx3509, 30282523) became stuck inside the hub of a prowler select14 microcatheter (product/lot number unknown). The coils ¿never went passed the microcatheter hub.¿ therefore, the microcatheter (mc) never entered the patient¿s intracranial space. The microcatheter was replaced resulting in loss of cerebral target positioning along with the four coils. The procedure was successfully completed with the replacement microcatheter and replacement coils. These coils were not implanted in the patient.